Manufacturer narrative:
(B)(4). (Distributor) reported that a 10 mm x 4 cm stent was placed instead of a 10 mm x 6 cm and the stent may not have bridged the stricture and was pushed out. Patient information was requested but not provided. The IFU states the following hazards and adverse events: complications associated with the use of the gore® viabil® short wire biliary endoprosthesis may include complications associated with other biliary endoprostheses, including but not limited to: endoprosthesis misplacement, endoprosthesis migration, endoprosthesis fracture, obstruction of branch ducts, bleeding due to vascular erosion, and endoprosthesis occlusion due to biofilm / sludge formation, extrinsic compression or tumor overgrowth at the endoprosthesis ends.

Event description:
It was reported to gore by (B)(4) that a patient was implanted with a gore® viabil® biliary endoprosthesis during a endoscopic retrograde cholangio-pancreatography (ercp) to treat a malignant biliary stricture. It was reported that the stent migrated within 2 weeks of placement and was replaced with a wallflex device.